Manufacturer narrative:
H3: analysis of the pump identified during dispense accuracy testing, the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate during two of two tests. Analysis of the 8780 catheter identified a break in the catheter body. Analysis of the 8784 catheter identified no anomalies on microscopic inspection, the catheter was patent, and passed pressure leak testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was sent for replacement of catheter and pump due to refill discrepancy of over 10 ml's at refill. It was reported the patient also was still not getting good control of back pain. The physician cut the catheter and could tell it was not intrathecal as no csf returned. He removed the catheter completely and the tip looked damaged. He thinks it was not positioned well by previous surgeon and was rubbing on vertebral body. There were no environmental, external, patient factors that may have led or contributed to the issue. Pump was replaced prophylactic but he does not believe anything suspicious with pump. The physician replaced the catheter completely. The patient had good csf flow. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient's weight was 220 pounds and their medical history was asked but will not be made available.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2019. Explanted: (B)(6) 2022. Product type catheter product ID 8784, serial# (B)(4), implanted: (B)(6) 2019. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-dec-2020, UDI#: (B)(4) ; product ID: 8784, serial/lot #: (B)(4), ubd: 19-mar-2021, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2022, product type catheter product ID 8784, serial# (B)(6), implanted: (B)(6) 2019, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the company representative stated that the patient was receiving 0.062 mg/day of morphine, 0.0312 mg/day of bupivacaine and 3.75 mcg/day of clonidine.